Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was returned to the biomedical department with a note that indicated the device did not alarm for air in line. No specific patient information, pump programming, or event details were provided. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device passed testing by appropriately sounding an audible alarm when air was introduced during testing.